Event description:
It was reported that while using the unspecified alaris¿ pump primary set the set leaked at pump segment. The following information was provided by the initial reporter: account reported alaris primary set leaked at pump segment, they have original sample to send back.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that while using the bd as lvp 20d 2ss cv the set leaked at pump segment. The following information was provided by the initial reporter: account reported alaris primary set leaked at pump segment, they have original sample to send back. D1: medical device brand name: bd as lvp 20d 2ss cv; d4: UDI #: (B)(4); d4: catalog #: 2420-0007; d4: medical device lot #: 21115698; d4: medical device expiration date: 11nov2024; h4: device manufacture date: 11nov2021. D4: medical device lot #: 21115752; d4: medical device expiration date: 12nov2024; h4: device manufacture date: 12nov2021. D4: medical device lot #: 21115748; d4: medical device expiration date: 11nov2024; h4: device manufacture date: 11nov2021. D4: medical device lot #: 21115749; d4: medical device expiration date: 12nov2024; h4: device manufacture date: 12nov2021. D4: medical device lot #: 21115752; d4: medical device expiration date: 12nov2024; h4: device manufacture date: 12nov2021. D4: medical device lot #: 21115844; d4: medical device expiration date: 12nov2024; h4: device manufacture date: 12nov2021. G.5. PMA / 510(k)#: k944320. H6: investigation summary: a sample was received and tested by our quality team. The customer's complaint of leakage was confirmed upon infusion with saline and the complaint has been verified. Under visual analyses using microscope, the leak was coming from a pinhole in the silicone portion of tubing which is to be inserted into pump. The manufacturer of this infusion device has been notified and after further investigation, the pinhole is due to improper use of fixtures when joining this part of tubing with the rest of set. Quality alerts have been issued and the manufacturer is working to eliminate further occurrences of this failure. A device history record review for model 2420-0007 lot numbers: 21115698 ((B)(4) units produced on 11nov2021), 21115752 ((B)(4) units produced on 12nov2021), 21115748 ((B)(4) units produced on 11nov2021), 21115749 ((B)(4) units produced on 12nov2021), 21115752 ((B)(4) units produced on 12nov2021), 21115844 ((B)(4) units produced on 12nov2021) was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets.

Event description:
It was reported that while using the bd as lvp 20d 2ss cv the set leaked at pump segment the following information was provided by the initial reporter: account reported alaris primary set leaked at pump segment, they have original sample to send back.